Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balance middleweight (bmw) elite guide wire separated during use. The guide wire separation was noted during retraction of the unspecified balloon catheter used in the procedure. The guide wire was withdrawn as a unit with the balloon catheter and no parts were left in the patient, as the tip of the bmw elite guide wire was found on the end of the balloon catheter. There was no resistance during advancement or removal of the devices. A bmw guide wire was advanced and used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.